Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a history of ventricular tachycardia (vt) below detection. Additional information received reported that the crt-d exhibited atrial undersensing and atrial sensitivity was already set to 0.15 mv, the most sensitive setting. This crt-d also stored pacemaker mediated tachycardia (pmt) that appeared atrial or sinus driven. The health care professional (hcp) will consult with cardiology for further evaluation of device settings. This crt-d remains in service. No adverse patient effects were reported.